Event description:
A malfunction alarm was reported after the pump was dropped by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support helped the customer reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears.